Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from two manufacturer representatives (rep[s]) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports the implant was dead and the patient (pt) hadn't used it in years because they lost quite a few pieces (rep clarified external devices), pt reported contacting the manufacturer but pt hadn't received replacements, rep also reports the pt moved and never updated their address, so rep believes this may have led to the patient never receiving the replacement external devices. Rep reports the pt reported it was working/they were receiving good therapy before losing their external devices. The second rep reported there were not any device issues. Rep also reports that closer to replacement the patient was having charging issues, which rep states was unclear if it was due to lost external equipment, and that the battery not keeping a charge. Rep also reported the pt needed an MRI, and was having trouble getting the battery to take a charge for MRI. Rep reports there was discussion of providing replacement external devices but it was decided to go the route of implant replacement instead. No symptoms were reported.